Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was driveline (dl) cap/cover damaged.  A dl cover with cracks near the connection to the controller. There were no alarms or visible damages on the dl sheath. The dl remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the inner silicone layer is intact, so a sheath repair will be sufficient and preferable to avoid unnecessary pump stops. A repair will be scheduled.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to bs. Additional review shows that the only information to be captured in this event is related to the cracked driveline cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified, that servicing has not yet occurred and there was no driveline sheath damage. The only reported issue is the cracked driveline cover. The plan for intervention, at this time, is unknown.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5, additional code block and h11. Additional products: d1: heartware ventricular assist system pump d4: model #: 1104 / catalog #: 1104 / expiration date: 28-feb-2019 / serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 28-feb-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the dl damage was located around the shoulder pack zipper, approximately 5-10cm from controller connection. Servicing was performed, new sheath repair was applied according to instructions.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the driveline boot cover (unknown lot number) were not returned for evaluation. No allegations were made against (B)(6). A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue and the driveline boot cover¿s lot number is unknown. There was no evidence that driveline boot cover had previously been serviced. Log file analysis revealed no anomalies within the analyzed period. As a result, the reported event could not be confirmed due to insufficient evidence. The most likely root cause of the reported driveline boot cover damage may be attributed to improper handling and/or wear over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.